Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device diagnostics indicated that the ventricular pacing (vp) was at 98%. Technical support was contacted and advised clearing the diagnostics to resolve the issue. The diagnostics will be cleared at the next follow-up appointment and the patient was stable with no consequences.